Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. A 10mm pericardial effusion was noted on imaging prior to the start of the procedure. Before the transseptal puncture the physician went too low on the septum and was advised going back up in the superior vena cava to come down again. The transseptal puncture was then successfully completed. The physician attempted to get the versacross wire in the left upper pulmonary vein, but they lost visual. The versacross wire appeared to be up in the vein, but the physician decided to remove the wire and replace it with a standard j wire. Shortly after this, the existing pericardial effusion grew, and the patient's blood pressure dropped. The physician cardioverted the patient before the patient's blood pressure dropped to almost flatline. Cardiopulmonary resuscitation was started on the patient, and the physician performed a pericardiocentesis. The effusion did not resolve, and the patient then underwent open heart surgery where a perforation through the back wall of the laa was noted. The patient did not recover from this event and the patient died.